Event description:
It was reported that the patient presented for lead replacement procedure. Upon interrogation the device tripped eri/eos due to cautery exposure. The device was explanted and replaced. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The reported field event of eri/eos anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.